Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a bilateral case of diffuse lamellar keratitis (dlk) observed at one day post lasik procedure. Patient was seen again at seven days post op and stage three plus dlk was observed. Patient reported vision was blurred. Reporter indicated the topical steroid eye drop dosage was increased at one day post op, after progression to stage three, the patient was referred to an ophthalmologist who performed a flap lift and rinse. Upon follow up, reporter indicated the dlk is improving. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined conclusively. (B)(4).